Manufacturer narrative:
Received one (1) used 142550489 primary plumset attached to mating devices for inspection. The filter vents of the 0.2 micron filter were dark in the center, typical of a saturated filter. The set was leak-tested per product specifications. There was leakage at the inlet filter vent of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to a prior infusate interaction. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that when the nurse was hanging the drip the micron filter started to leak a very small amount during an opdivo infusion. There was patient involvement and no adverse event/harm. There was a 30-minute delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.